Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement. Additionally, this was confirmed through fluoroscopy and lv pacing with surface electrocardiogram to confirm what chamber was pacing. A new lead was implanted. No additional adverse patient effects were reported.